Event description:
It was reported that the patient experienced a burning sensation in the back and a loss of the ability to control her legs/walk while stimulation was on. The symptoms occurred following a (B)(6). During the injection of the dye the patient's arms and legs were flailing and she could not control them. The patient also had a CT scan in 2006, but the patient believes the device was turned off. It was also reported that calcification formed on the leads and across the patient's spine, causing pain. Prior to the incident it was reported that the scs worked "beautifully". On (B)(6) 2011 the patient had the entire system removed and was symptom free. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).